Manufacturer narrative:
A getinge field service technician (fst) was sent for investigation on 2024-03-27. The failure could be reproduced and the sensor panel was replaced. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. A follow up will be submitted when additional information become available.

Event description:
It was reported that the p-int is jumping around when the hls cable or the sensor tester box are hooked up to the sensor panel. The failure occurred during maintenance. No harm to any person has been reported. Complaint ID: (B)(4).

Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
It was reported that the p-int is jumping around when the hls cable or the sensor tester box are hooked up to the sensor panel. The failure occurred during maintenance. No harm to any person has been reported. A getinge field service technician (fst) was sent for investigation. The failure could be reproduced and the sensor panel was replaced. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. It was confirmed by getinge technician that no mechanical damages is visible on the sensor panel. The log files of the reported cardiohelp device were reviewed and no malfunction related to the reported failure could be confirmed on the date of event. Logged error messages on the date of event could be linked to the performed maintenance. Another sensor panel with a similar failure was investigated by getinge life-cycle-engineering with the following conclusion: the failure could be confirmed. The most probable root cause that the wetting of the socket plan from the hls connector affected the measurement voltages for the arterial pressure. This lead to the unstable value changes of the pressure. Due to the age of the device and this component sensor panel age related aspects can be considered as well. According to the instruction for use of the involved disposables (hls set advanced 5.0 / 7.0, hit set advanced 5.0 / 7.0, v2.4, chapter "preparation and installation" and quadrox-ir small adult / adult, chapter "priming the system") the pressure sensors have to be calibrated and checked before priming. Furthermore, the cardiohelp has a flow/bubble sensor and a venous probe to measure and control the blood flow and parameters. If the measured values are above high limit or below low limit of the set limits the system generates a visual and acoustical alarm. According to the instruction for use (IFU) of the cardiohelp, chapter "connection the sensors", it is stated to ensure that the connected sensors are not defective and to not use if there is a visible damage. The device was manufactured on 2017-09-07. The review of the non-conformities has been performed on 2024-04-08 for the period of 2017-09-07 to 2024-03-27. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. Based on the results the reported failure " p-int is jumping around " could be confirmed. This complaint was found in the database of customer complaints for the cardiohelp device as a single event (timeframe from 2023-03-27 till 2024-03-27). The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.